Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D9. Date returned to mfg: na. No physical product has been received to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: the investigation of the complaint was limited because no sample was returned. The customer provided a photo of a non-defective device of the same lot number. No photo of the reported defect was provided. Without a sample and more detailed information we are unable to perform the investigation (visual inspection and testing) and determine the root cause. The root cause could be a molding defect or excessive force used when the connector was connected with the syringe during use. No trend of confirmed customer complaints was identified in relation with this issue. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the suctionaid was cracked/split at the tip. As a result, the patient required sedation under anesthesia to insert a new tube. There was unknown patient harm reported. This complaint was created to capture the 1st of 3 related incidents.